Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a routine bronchoscopy, when inserting a cytology brush into the subject device, a black component fell from the tip through the biopsy channel into the bronchus. An urgent attempt was made to retrieve it, but it was lost in the oral cavity around the area beyond the vocal cords. The customer re-searched inside the oral cavity and bronchi, but no fragments were found. The doctors' opinion was that it was lost in the oral cavity, so it was presumed to have flowed into the digestive tract. The customer states, when viewing the actual item, the valve inside the biopsy valve is missing on one side, and based on the endoscopic image, this is almost certainly the case.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of biopsy valve. The cause of the damage to the biopsy valve may be that the insertion and removal of the biopsy forceps was done at an angle, making it heavier and causing damage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.